Event description:
On 2021-jul-09, information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep met with the patient to do some re-programming. The patient was feeling some stinging with his and pms system. The patient also complained of left leg numbness when the rep turned the system up to 6 ma. It was unknown what factors may have led or contributed to the issue. An impedance test indicated electrodes three, eight, and nine were out of range. The rep reported that those electrodes are not being utilized in the patient's new programming. The rep was able to reprogram the therapy to eliminate the reported stinging and numbness. The issue resolved. It was unknown whether surgical intervention would be planned for the future. The patient would contact (B)(6) squires if left leg numbness comes back. On 2024-03-13, additional information was received from the manufacturer representative (rep) clarifying that the out of range impedances were high impedances. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 product type lead this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.